Event description:
A report was received from japan stating that during use, an alert was generated and the ventilation stopped. The pt was placed on another ventilator. There was no report of pt harm.

Manufacturer narrative:
The investigation is ongoing. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).